Manufacturer narrative:
Supplemental report submitted to include additional information. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets.  Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction.  Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle.  Depending on the severity it could be an indication for valve replacement or medical intervention.  Tissue calcification is a very common failure mode.  The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.   In this case, there was no allegation or indication a device malfunction contributed to these adverse events. Based on the information provided, the root cause for event remains indeterminable. However, it is likely that patient co-morbidities or pre-existing valvular disease process contributed to the event. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Event description:
As reported through a clinical trial the patient had severe symptomatic aortic stenosis. Early failure of aortic bioprosthesis likely due to ppm after an implant duration of 5 years and 28 days. Per medical records, echo showed that gradients have increased, and the ava is 0.6cm2 with severe stenosis. The patient is symptomatic and agreed to a plan for repeat viv tavr vs. Savr.

Manufacturer narrative:
(B)(4). The investigation is in progress, a supplemental report will be submitted.

Event description:
As reported through a clinical trial the patient had severe symptomatic aortic stenosis. Early failure of aortic bioprosthesis likely due to ppm after an implant duration of 5 years and 28 days.